Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device reported being syncopal. The patient was seen in the emergency room and was reported to have normal vitals. Multiple attempts to obtain information were unsuccessful. The device remains in service.